Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient's (hp) nurse on (B)(6) 2011 regarding the reported leak. The hp's nurse stated that it was not the transfer set that had a leak in it but rather the plastic adapter. The hp's nurse stated that the male part of the plastic adapter that fits into the catheter, because of wear and tear, bent into the catheter and made a hole in the catheter. The hp's nurse stated that this was corrected and the hp was doing fine. There was no patient injury or medical intervention associated with this report. This is a non baxter product and the nurse did not have the information pertaining to the adapters manufacturer for product surveillance to notify.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding assistance to end therapy as the home patient's (hp) transfer set was leaking. This occurred during drain 5 of 5. The technical service representative (tsr) assisted the hp to end therapy and disconnect. The hp would call the nurse to get the transfer set replaced. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.